Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a tray, a lidstock, and a guide wire inserted through an introducer needle and protruding from both ends. The guide wire was stuck, but was removed from the introducer needle. An offset coil was observed at 9 cm from the j-bend at the distal end of the wire through microscopic examination. The wire was found to be intact and within dimensional specifications. A lab inventory guide wire was inserted into the needle and was able to pass through without resistance. A review of manufacturing records did not yield any relevant findings. Since it appears that the spring wire guide was damaged during insertion, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion of the cvc catheter, the guide wire got stuck in the introducer needle and it was impossible to advance or remove it. As a result, a new kit was used and the patient was punctured again. There were no clinical consequences and the patient is fine.